Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 406 mg/dl a few nights ago. That night she had received no delivery alarms, so she treated with an insulin pen. The customer mentioned that she felt nauseous but that may have been a stomach virus. She also believed that the no delivery was caused by programming too large of a bolus for her dinner. After the no delivery event she disconnected from the pump per doctor's instructions. The customer was advised to call regarding her no delivery alarms in the future. No products were shipped or returned.